Event description:
It was reported a physician removed a levonorgestrel-releasing intrauterine system (mirena) prior to completing a novasure endometrial ablation in (B)(6) 2011 (exact date unknown). The patient presented to the emergency room (ER) with pain a day or so later. The "patient suffered a slight bowel burn and slight resection". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc# (B)(4).